Manufacturer narrative:
The insulin pump received with no button response due to unlocked connector on the lcd board also, unable to perform any tests due to buttons unresponsive. No audio or beep anomaly noted. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer also reported that the insulin pump had a constant tone. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.